Event description:
It was reported that in the last few weeks the ins had been moving around in the pocket a lot. This happened when the patient sat down or when the device was palpated. The patient felt a shocking sensation in her spine that made her heart flutter and went out her left arm. The patient turned the ins off and wanted to have it removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 377860 serial# unknown implanted: 2006-(B)(6) explanted: unk; programmer model 37742 serial# (B)(4); recharger model 37752 serial# (B)(4).